Manufacturer narrative:
Upon first inspection, the d-ring (B)(4) was disconnected from the upper clamshell which could have happened when the customer opened the clamshell. The force gauge was non-functional as reported and would instead move when the pump was rotated from side to side. The spring (curve cylinder spring: (B)(4) was backwards which is what caused the force gauge not to work. When the spring was put in properly, the force gauge worked correctly. Because of these three issues (d-ring, spring, and pcb out of place), it is likely that the customer opened up the clamshell and reassembled the components incorrectly. The incorrectly inserted spring caused the issue with the with the force gauge not working. This problem because was due to the customer reassembling the clamshell components incorrectly, not a problem with the design or manufacturing.

Event description:
Resqpump found on shift check dead battery and force gauge stuck.